Manufacturer narrative:
No button error alarm noted. Unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported via phone call that their blood glucose readings are high. Customer states that their blood glucose reading is over 400 mg/dl.